Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jan-2026, a facility representative reported via (B)(4) that an ar-8943-08 t10 hexalobe screwdriver tip broke during a hardware removal case. The tip that broke was not recovered. X-rays were taken to ensure it was not left in the patient. The driver was replaced, and the case continued with no adverse effects to the patient. Additional information was received on 20-jan-2026. The rep advised that no attachment or adapter was used, and that the 3.5 mm headless compression screw was being removed by hand via the ar-8943-08.